Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately twenty months after the implantation, the site reported that the patient had a driveline exit site infection requiring hospitalization. Investigation is ongoing.

Manufacturer narrative:
The heartware ventricular assist device (vad) is used for treatment not diagnosis. It was that the patient had a driveline exit site infection requiring hospitalization. Details regarding the patient's symptoms or his medications at the time of the event were not provided. Details regarding the results of any diagnostic testing or of any treatments provided were not reported. Attempts to obtain additional information have been unsuccessful. Testing of the driveline cable could not be performed; the product was not returned to heartware for evaluation as it remains implanted. Investigations of complaints with similar circumstances were reviewed. Infections are a known risk in patients with percutaneous lines and/or implantable devices, and are a known potential complication associated with all patients implanted with vad's and is multifactorial in etiology. Based on available information, the most likely root cause is due to poor driveline exit site care. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) note specifically states to protect the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. While there is no available information at this time to indicate the cause of this reported event, it may be possible that foreign material was introduced into the driveline connector during the implant procedure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.